Manufacturer narrative:
Qn# (B)(4). No alleged sample was returned for investigation. Hence, investigation shall be conducted based on document review. According to the complaint description, the situation suggests a non-inflation issue. The possible root cause for this issue includes leak balloon, over inflation which leads to burst balloon, improper syringe insertion or blockage on inflation lumen or in funnel. In our current standard operating procedure, the raw balloons are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Non-inflation issue could be due to several reasons. However, without any returned samples, any non-inflation issue could not be identified. Therefore, this complaint could not be confirmed.

Event description:
Reported event: after advancing a rusch brillant 12 ch it was difficult to inflate the cuff with 3 ml nacl probably due to the incorrect position in the urethra, the attempt to deflate the catheter was not possible, so that the catheter was advanced into the bladder after consultation with the urological colleagues, but it was also not possible to deflate the catheter. It was burst with 40 ml in a controlled manner; the catheter was completely removed. The device was placed postoperatively in a ventilated patient in an intensive care setting. No medical intervention was performed; all parts of the balloon were removed completely. The nacl was used to burst the balloon after aspiration was not possible and an attempt was made to cut off the tube of the balloon. The patient was discharged on 16 jan 2023 in good condition.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: after advancing a rusch brilliant 12 ch it was difficult to inflate the cuff with 3 ml nacl probably due to the incorrect position in the urethra, the attempt to deflate the catheter was not possible, so that the catheter was advanced into the bladder after consultation with the urological colleagues, but it was also not possible to deflate the catheter. It was burst with 40 ml in a controlled manner; the catheter was completely removed. The device was placed postoperatively in a ventilated patient in an intensive care setting. No medical intervention was performed; all parts of the balloon were removed completely. The nacl was used to burst the balloon after aspiration was not possible and an attempt was made to cut off the tube of the balloon. The patient was discharged on (B)(6) 2023 in good condition.